Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented with a notification for secure sense. Decrease of sensing and increase of capture threshold were noted. The lead was explanted and replaced. No further information is available.